Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a pre-fill syringe. The customer reports the pt felt nauseous and vomiting after receiving 3 ml of IV (port) flush with monoject 0.9% sodium chloride. The pt had this experience more than once with this product. The pt did not experience this with a different brand of normal saline flush. Per the medwatch, under concomitant medical products: promethazine 12.5 mg IV q6h prn nausea/vomiting.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.